Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. Additional devices: (B)(4) k-wire gamma 3, 2x450 mm lot#k886122; (B)(4) 4.2x300 mm drill lot# k390262; 1806-0085s guide wire, ball-tipped, sterile t2 femur 3x1000 mm lot#k115335; (B)(4) locking screw, fully threaded t2 tibia 5x40mm lot# k138952; (B)(4) lag screw, ti gamma3 10.5x95mm lot# k716339.

Event description:
It was reported that doctor had a gamma nail removal on (B)(6) 2012 at (B)(6). The reason for implant removal was not disclosed. Per physician request there were no stryker sales representatives present for implant removal. A stryker sales representative ensured all proper instrumentation was present for implant removal.